Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon applied the er320 on the cystic duct. It was reported two clips spit out of the device and a third clip scissored as it was fired. A second er320 was opened to complete the procedure without difficulty. There was no consequence to the pt.